Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 593 mg/dl on the morning of the call, which he bolused for. The customer stated that about fifteen minutes later, his blood glucose level was 600 mg/dl. The customer was advised as to the differences when bolusing with the insulin pump and when taking a manual injectino. The insulin pump was not replaced or returned for analysis.